Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 670100 heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and non physiologic noise observed on the implantable pulse generator (ipg) during surgery. This was thought to be electromagnetic interference caused by cautery. The device remains in use. No patient complications have been reported as a result of this event.